Event description:
The customer observed false nonreactive alintiy I anti-hcv results for one patient. The initial alintiy I anti-hcv result was 0.4 s/co (<1.00 s/co is nonreactive), the autobio result was 1.225 s/co (reference range 0-1 s/co), the snibe result was 28.3 au/ml (reference range 0-5 au/ml), roche 7.52 s/co (reference range of 0-1 s/co). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 64106be01, and customer return analysis. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. The return sample was tested with lot 66086be01 and a non-reactive result (0.28 s/co) was obtained. Further testing on mikrogen resulted negative, no bands were detected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot 64106be01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alintiy I anti-hcv results for one patient. The initial alintiy I anti-hcv result was 0.4 s/co (<1.00 s/co is nonreactive), the autobio result was 1.225 s/co (reference range 0-1 s/co), the snibe result was 28.3 au/ml (reference range 0-5 au/ml), roche 7.52 s/co (reference range of 0-1 s/co). No impact to patient management was reported.